Event description:
In late 2008, the pt reported that she was advised by her physician to discontinue use of the infusion device the month prior. She stated that she is blind and she was having issues with air bubbles forming in the insulin cartridges. She stated that she had ketoacidosis on 3 occasions, although she was never hospitalized or diagnosed. She stated that three days earlier, she had "real high readings" and she was vomiting, felt nauseous, and had vertigo. She bolused through the infusion device, but her blood glucose did not decrease. She then began administering insulin injections and her blood glucose decreased to 180 mg/dl. She stated that her blood glucose then increased to 458 mg/dl and she went to bed. Three hours later, she began using her insulin pen. She stated that she did not feel any insulin leaks in the system and she was going to change her infusion site but she fell asleep. She stated that 3 hours later, she woke up and her blood glucose measured 89 mg/dl. She stated that she believed there were air bubbles in the insulin cartridge. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.